Manufacturer narrative:
On 10/24/2019, mentor became aware that patient also suffered breast pain. Hence, patient code pain has been added. Mentor also became aware that the patient underwent bilateral explantation and replacement of devices on (B)(6) 2019 with catalog number 3502501bc; serial number (B)(4) on the right side and catalog number 3502501bc; serial number (B)(4) on the left side. On 11/6/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/4/2019, device evaluation was completed. Device evaluation summary: during visual analysis of the sample was found a crease in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device will be explanted on (B)(6) 2019. Hence, the following fields have been updated: 1) required intervention has been checked under field b2. 2) d7 has been updated to 10/8/2019. 3) h6 has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 250cc mentor memorygel breast implant; catalog #: 350-2501bc, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 250cc mentor memorygel breast implant and was presented with left side breast implant rupture confirmed by doctor on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.